Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and company representative regarding a patient receiving fentanyl (12.017 mg/day; concentration unknown) and bupivacaine (6.009 mg/day; concentration unknown) via an implanted pump. The indication for pump use was non-malignant pain and spinal stenosis. On (B)(6) 2015 it was reported that the patient was seeing an 8476 (motor stall) code on his ptm (personal therapy manager). The patient had not heard a pump alarm, but stated that he did not hear real good. The patient stated it "feels like he needs drug and he's not getting anything&#56224; the circumstances that led to the motor stall and the steps taken to resolve the motor stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. There was residue on the upper shaft of gear two and its jewel and wear on the upper shaft of gear two. Recall, notification, and correction number z-0497-2013 are no longer applicable for this event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Additional information received reported that the pump was explanted. The fentanyl concentration was noted as 30mg/ml and bupivacaine 15mg/ml. Per the logs a motor stall occurred on (B)(6) 2015 at 06:20 and a motor stall recovery occurred (B)(6) 2015 at 18:51 with another motor stall occurring (B)(6) 016 at 18:53 recovery on (B)(6) 2016 at 08:42.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.